Event description:
It was reported that during an angioplasty procedure in the superficial femoral artery via crossover approach, it allegedly took thirty-five seconds for the pta balloon to deflate after 10atm of inflation. It was further reported that it was removed and another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one ultrascore 014 pta dilatation catheter was returned for evaluation. No specific anomalies noted during the visual evaluation. During the functional testing the balloon was inflated with the in-house presto inflation device; the balloon inflated maintained pressure and shape. Upon deflation it took 39 seconds. The deflation time obtained is within the acceptable limit as per the design input requirements document. The balloon was cut. Due to the inflation lumen being inadvertently cut, determination of the deflation issue could not be determined. No other functional testing was performed. Therefore, the investigation was unconfirmed for the reported deflation issue as the balloon deflation time took 39 seconds during the functional testing; the time is also within acceptable range as per the design input requirements document. A definitive root cause for the reported deflation issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 06/2023), g3, h6 (method). H11: h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 06/2023) .

Event description:
It was reported that during an angioplasty procedure in the superficial femoral artery via crossover approach, it allegedly took thirty-five seconds for the pta balloon to deflate after 10atm of inflation. It was further reported that it was removed and another device was used to complete the procedure. There was no reported patient injury.